Event description:
Sprint fidelis lead fracture. No shocks. Early detection by lead integrity patient alert. ICD therapies turned off per pt request. Pt decided to have md turn all tachy therapies off. Pt declined a new system or removal of old system.